Event description:
It was reported the pt experienced fever and an infection at the ipg site. The pt's ipg pocket was drained. The pt's condition is improving, however, further draining of the ipg pocket site may take place. It is unk if cultures were taken.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.